Event description:
A customer reported that the quick bolus/wake button on their pump was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level as it remained within the normal range. The customer was advised by technical support to ensure the pump was not plugged into a power source, press the button firmly, and provide support to the pump. Although the screen turned on, the button issue persisted. Technical support decided to replace the pump and guided the customer on how to put the pump into storage mode before returning it, which the customer understood. The customer will continue using the current pump until the replacement arrives.